Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2014. Device evaluation:the device has been returned and evaluated by product analysis on 02/24/2014 with the following findings: during investigation, a review of the pump¿s black box history showed the last basal delivery was on 10/26/2013 and the last bolus was on 10/24/2013. The user¿s programmed basal rates were correctly reflected in the daily insulin delivery totals. There were no errors, warnings or alarms related to the complaint observed in the black box or alarm history; only typical usage was observed. During testing, a delivery accuracy test was successfully completed with no alarms occurring. The pump was found to be operating within the required specifications and delivering accurately. A force sensor calibration was found to be out of specifications. The force sensor resistance was found to be within specifications. The complaint was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a other (unusual product issue) issue. It was reported that the when pump went through rewind and load steps, it seemed to ¿get the pump going again¿ and the patient had experienced bg exclusions. Reportedly, this had occurred with multiple site changes. The reporter indicated the patient¿s blood glucose (bg) values ranged from 300mg/dl to 435mg/dl with no symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.